Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire broke. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no spare instruments available in the operating room at that time, so the operation had to be changed to a laparoscopic one. No additional incision was made, nor was the length of the incision increased. The patient was not injured. The operator was using the bipolar forceps for grasping operations. E steel wire of the forceps broke, making the operation impossible. Therefore, it was changed to a laparoscopic surgery. The machine was removed, and it took more time for the surgeon to clean his hands and prepare for the operation. Equipment damage reported. The surgery was converted to a non-laparoscopic procedure.